Event description:
It was reported that the implant was not failing. The implant was removed as it was too tall after integration for a full arch prosthesis. Based on this additional information, this event is no longer considered a reportable event.

Manufacturer narrative:
After additional information was received from the customer, a reassessment of the reported event was made and it was determined that MFR report number 0002023141-2021-03633 was reported in error. This event is no longer considered a reportable malfunction by the manufacturer. Please disregard this submission. No further reports will be submitted for this event. Sections updated: b4: date of this report. B5: event description. G3: date additional information was received by customer. G6: type of report and follow up number. H2: follow up type. H10: manufacturer's narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510(k) number is k013227.

Event description:
It was reported that the implant was removed due to being positioned above the crest of the bone. After the doctor used a handpiece to trough them out, he performed an alveoloplasty to reshape and flatten the mandibular ridge for ideal placement. The procedure was completed using another device.